Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for post implant degeneration was unable to be confirmed due to unavailability of medical records/relevant imagery. A review of the DHR provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years and 7 months post tavr with a 23mm sapien 3 valve, the valve was found to be stenotic with early degeneration. A new 23mm sapien 3 ultra valve was implanted in a viv procedure.'' Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, patient has medical history of renal insufficiency (which if a form of kidney disease), which is a well-known comorbidity for leaflet calcification leading to valve degeneration. As such, available information suggests patient factors (renal insufficiency) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 7 months post tavr with a 23mm sapien 3 valve, the valve was found to be stenotic with early degeneration. Mean gradient was 47 and ava 0.39. Restricted leaflet movement on tte and tee. Presented with obstructed cardiomyopathy and heartfailure and sob. Pt has bmi of 45 and renal insufficiency. A new 23mm sapien 3 ultra valve was implanted in a viv (valve-in-valve) procedure.